Manufacturer narrative:
Unique identifier (UDI) number added to section d. Correction to evaluation codes method, result and conclusion. Correction to the PMA / 510k #. Device evaluation summary: the pneumatic interface printed circuit board (pcb) was returned for failure investigation. The board was functionally tested with no errors, alerts or alarms generated. The reported event could not be duplicated. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The service engineer (se) replaced the pneumatic interface printed circuit board (pcb). The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient a 980 ventilator went into an inoperable condition. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.